Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, congestive heart failure, heart issues, her heart is weak. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, congestive heart failure, heart issues, her heart is weak. The manufacturer received additional information that the patient has medical history of breathing problem, chf, asthma, pacemaker was placed 5 years ago. There was no medical intervention. Section b,g,h are updated in this report.